Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no capas that were confirmed in veeva to be associated. A nonconformance was identified as associated with this lot number; however, the failure being reported in the complaint is not related to the issue identified in the nonconformance. This nonconformance is related to defects seen in the strain relief. The product was sorted to remove any nonconforming product. Devices met specification prior to release. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, a revision surgery was performed. The pump was relocated in the scrotum. The implant was not removed. When the implant was originally placed, the patient requested to have the pump more posteriorly to make it more discreet, however due to it being difficult to work with, he requested a revision procedure to move it to its traditional location. It did not migrate.